Event description:
In 2007, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A CT in 2008, showed no indication of an endoleak or endotension, however, there was an indication of aneurysm enlargement. It was also observed that the trunk-ipsilateral leg component was implanted at a minimum of 1cm below the renal arteries. There is no indication that the device had moved. Three months later, a reintervention occurred whereby an aortic extender was placed within the proximal end of the trunk up to the renal arteries. The final angiogram showed no endoleak and good seal. The patient tolerated the procedure and is reported to be fine. No other complications have been reported at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met al pre-release specifications. Other devices implanted but not related: pxc201000, pxc201400.